Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension; product ID 3889-28, lot # j0519439v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) only lasted for 2 years because it was defective. The patient believed it was a mechanical failure. This ins was explanted and replaced. No patient symptoms were reported. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.